Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection no damage or issues were observed with the device. The reported issue was confirmed during functional testing when the device pump was not running and the over temp alarm was out of calibration. When the pump was replaced and the warmer was recalibrated, the device passed functional testing. No root cause could be found for the observed issues with the pump or alarm calibration. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. The warmer pump was replace and the device alarm recalibrated.

Event description:
Additional information received on 15-may-2023 via email: no patient involvement.

Event description:
It was reported that the warmer pump is not working and it triggers an over-heating alarm. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.